Event description:
It was reported, there were impedances greater than 10,000 ohms. It was noted this was reported after the patient had hardware removed. It was unknown what the hardware was but it was similar to spinal screws. It was noted this was unrelated to the spinal cord stimulator. It was noted the patient was not getting stimulation. The next day it was reported the x-rays looked normal with no visual disconnect or fracture. It was reported the patient was in the process of being rescheduled for a lead revision. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
When contact for follow up information, the healthcare professional (hcp) reported that the cause of the event was unknown. Hospitalization was not required for the event. No other information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger. (B)(4).